Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display as well as button error alarm. Customer¿s blood glucose was 223 mg/dl at the time of incident. Customer stated that the insulin pump had unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. Insulin pump passed self test. No unexpected missing segment/partial display anomalies noted.